Event description:
Healthcare professional additionally reported "hole, non-specific," "large tear," and "free silicone in capsule." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "rupture confirmed with an MRI." Additionally healthcare provider reported "large tear, free silicone in capsule". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical damage. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.